Event description:
It was reported that during a da vinci-assisted head and neck surgical procedure, one of the arms was not flipping when the customer moves the camera from up to down and flip the image. The caller stated that one of the arms will work backwards. The caller stated that it always works normally when camera up and one of the arms works backwards when going to camera down. The caller stated that they start the camera icon on the entry guide is towards the entry guide manipulator (egm) (for endoscope above position) and manually rotated the drum down. The caller then stated that they selected below to flip the image, and everything worked fine, but left arm was working opposite in down. The caller stated that the site completed the procedure using the two arms that were in alignment. The caller stated that the left arm was the one out of alignment. The site tried rebooting the system and flipping the image several times but were unable to resolve. The procedure was completed with no reported injury.

Manufacturer narrative:
The reported event was addressed with phone support. The field service engineer (fse) contacted the clinical sales representative (csr) who stated that there were no issues they observed during the case. No site visit was conducted. No additional action was required as the issue was resolved.